Manufacturer narrative:
The reagent lot number was 733979. The expiration date was not provided. As qc recovery was acceptable, there was no indication of a performance issue with the reagent. The analyzer alarm trace contained sample short, abnormal aspiration (sample probe b), and abnormal aspiration (sample probe) alarms. The field service engineer found an issue with the rinse tubing and replaced it. He confirmed function, pressures, and alignments and ran precision testing that passed. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable amikacin results from the cobas 8000 cobas c 502 module. The initial result was approximately 1.2 ug/l and the pharmacy questioned the result. The repeat result was 76.6 ug/l and was believed to be correct.